Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. Review of the sterilization records confirmed normal sterilization cycles for the products. The cause of infection could not be determined.

Event description:
Related manufacturer reference number:2017865-2023-16739. Related manufacturer reference number:2017865-2023-16740. It was reported that the patient presented for a follow-up in the clinic with infection at the implanted device pocket site and skin erosion. The implanted device pocket skin appeared swollen and the device was visible from the opened incision site. The pacemaker, right atrial lead and right ventricular lead were explanted. The patient was in stable condition.